Manufacturer narrative:
Insulation and conductor damage was noted at 22.5-23.0cm from the connector pin, consistent with clavicle crush damage. The etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of noise and low pacing lead impedance.

Event description:
It was reported that an alert was received showing out of range lead impedance which was confirmed when the patient was brought in clinic. Noise was also observed with movement on both leads. Lead fracture as a result of clavicular crush was suspected and was confirmed when the leads were extracted and replaced. Patient was in good condition post-procedure and will be followed up normally.